Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a coronary stenting interventional procedure using a small-bore artery (</=8f) sheath. Reportedly, after step 4 during removal of the device, it could not be removed as the feet were still open and became stuck in the vessel. Surgical intervention was used to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close was confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue and the subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely the foot caught tissue when closing. Biological material was found on the foot. When this occurs, the foot can surf distally and lock in an open position or surf out of the guide. In both cases the foot will not reset or close causing a difficult to open or close and entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.